Manufacturer narrative:
Phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation however, a picture was provided. The visual inspection observed that the cone of the return line luer connector was broken. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed during treatment with a prismaflex m100 set. There was no patient injury or medical intervention associated with this event. No additional information is available.